Event description:
It was reported that patient experienced ineffective therapy, patients lead has all high impedances. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.E1: Initial reporter phone number: (b)(6).